Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. H4 was corrected as they were incorrectly selected in the initial MDR. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer could not identify the foreign material and the cause of the foreign material remaining was unable to be specified. This issue is addressed in the instructions for use (IFU): ¿ IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited the air/water (a/w) tube and cylinder had foreign object. There were no reports of patient involvement.